Event description:
Customer reported that 55 erroneously low sodium results were generated by the synchron lx20 clinical system. The results were reported out of the laboratory. Quality controls were within specification prior to the event, however, the results were outside the established range at the time of the event. The system was recalibrated and quality controls run. The previous erroneous samples were retested and the results obtained were within expectation. Amended results were issued. There are no reports of any change to the patients' care or treatment. There are no reports of serious injury or need for medical intervention to prevent serious injury 2668.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse cleaned the flow cell and replaced the sodium electrode. Although the device was cleaned and the electrode was replaced, a specific root cause of this event could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.